Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +20.5d) was implanted on (B)(6) 2024. Postoperatively, the patient was exposed to uv light from a tanning bed prior to starting light treatments. The patient reported blurry distance vision immediately after exposure and continued to report blurry distance vision after completing one light treatment. The lal was explanted on (B)(6) 2025 and a new lal (sn (B)(6), +25.0d) was implanted as a replacement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: d9, h3, h6, and h11. The lal was cut into two main pieces during explantation and both haptics were detached from the lens optic with one haptic completely missing. No device problem was found during visual inspection. Manufacturer reference #: (B)(4).